Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap sigmoid. According to the reporter: the patient suffered severe complications, an anastomosis leak requiring a second operation. The patient underwent a laparoscopic sigmoid colectomy, involving a davinci surgical machine.